Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The 99% stenosed lesion being treated was located in the non-calcified, non-tortuous protected distal left main (lm). The lesion was predilated with a 2.5x8mm non-bsc balloon, inflated to 10atms. A 2.50x12mm taxus express2 drug eluting stent was deployed, inflated to 13 atms. A second inflation was made to 13 atm to post dilate the stent. The stent was well apposed and 0% residual stenosis remained. Plavix was prescribed. Two years and eight months post the initial procedure, the pt presented, through the ER, with an acute myocardial infarction and st elevation. Angiography identified thrombosis in the previously placed stent, located in the totally occluded distal lm. The lesion was predilated with a 2.5x20mm maverick balloon, inflated to 12 atms. A 2.50x12mm taxus stent was deployed inside the previous placed taxus stent and the pt was restarted on plavix. The pt was taken off plavix a few weeks prior to this event due to an up coming colonoscopy procedure. The pt is on intra-aortic balloon pump (iabp) and dopamine for blood pressure. The pt is currently in critical care. The physician believes the event was related to the discontinuation of plavix and smoking.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.